Manufacturer narrative:
A total of two electrodes were returned: model: csk-tc15-3m serial/lot: l741 description: csk 15cm tc electrode with 3m cable quantity: 1 model: tcn-15-3m serial/lot: 21816 description: nitinol tc electrode 15cm 3m cable quantity: 1.

Event description:
Device analysis on the returned electrode (l741) revealed that the shaft of the electrode was found to be completely separated from the hub due to excessive external mechanical force. The shaft was not returned for analysis. The functional test could not be performed due to the separated shaft. In addition a second electrode (21816) was analyzed and a visual inspection revealed a discolored epoxy and a chip out. The color of newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles, the epoxy becomes brittle and discolored.

Manufacturer narrative:
Correction to initial MDR in fields.

Event description:
Device analysis on the returned electrode (l741) revealed that the shaft of the electrode was found to be completely separated from the hub due to excessive external mechanical force. The shaft was not returned for analysis. The functional test could not be performed due to the separated shaft. In addition a second electrode ((B)(4)) was analyzed and a visual inspection revealed a discolored epoxy and a chip out. The color of newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles, the epoxy becomes brittle and discolored.